Event description:
The customer reported that on (B)(4) 2012 an imprecise thyroid stimulating hormone (tsh) result was generated on an access 2 immunoassay system for on patient sample the erroneous tsh result was identified after troubleshooting two failing instrument assay system checks across two days. The tsh result was in the normal range of the assay. The instrument's 'loose' substrate bottle fittings and lines were tightened in response to the system failures. Beckman coulter inc. Advised the customer to prime the substrate, and then repeat the system check again. Subsequently, the repeat system check passed within instrument specifications and quality control performed within the customer's established ranges. Post troubleshooting repeat testing of the patient sample on the same instrument produced a higher tsh result within the normal reference range of the assay which was regarded as valid. Collectively the results were outside of the labeled tsh assay precision claims. The initial tsh result was reported outside of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that quality control results failed to recover within the customer's established limits on the date of the event prior to troubleshooting. The sample was collected in a serum tube and was centrifuged prior to testing. There were no sample integrity concerns in connection to the questioned patient results.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was addressed and resolved via beckman coulter inc. Led customer troubleshooting beckman coulter inc. Guided the customer through instrument assessments which identified a loose substrate bottle cap fitting and lines. The fitting and lines were tightened and the instrument was performance tested to confirm repair. Upon completion of the necessary and verified repairs, the instrument was returned back into operation.